Event description:
New information received noted that intervention was performed, the lead was re-positioned successfully. There were no complications to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited no capture and r waves were being sensed on the atrial channel. The lead had dislodged. The patient was in stable condition. No intervention or further information was provided.